Manufacturer narrative:
Method: the device was sent by the doctor to the local regulatory agency for analysis i.e. (B)(4) along with the associated report. This report has not been provided to penumbra. Penumbra has reviewed the device history record associated with this lot and determined that all appropriate inspections and tests were completed with no anomalies found. All destructive testing was completed per the required process monitoring requirements and was found to meet all specifications.

Event description:
The pt had a carotid cavernous fistula and the doctor was performing a coil embolization of the sinus cavernous. The tip of the neuron was placed in the v. Angularis with the soft part in v. Facialis. The intervention was reported as having gone well. When the doctor wanted to pull out the neuron, he recognized that the distal part of the catheter stayed in the pt. When the doctor pulled out the micro-catheter (echelon 14), he noticed that the wire and polymer shaft of the neuron were wound around the echelon. The doctor was able to retrieve everything and the pt is ok.